Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending artery. The procedure was completed successfully, followed by stenting. The patient was discharged from the hospital the next day. In that same afternoon, the patient was transported to the hospital again with cardiopulmonary arrest (cpa). Images showed that the lad stent was occluded and in a state of spontaneous awakening trials (sat). After the cpa urgent procedure was conducted, a left ventricular (lv) rupture and pericardial fluid occurred. The patient expired that night. The physician did not deny the causal relationship completely between ivl and the patient's death but also thinks other factors may be more significant. Lesion #6 was treated with the ivl catheter and stent. Lesion #7 was treated with a balloon catheter (bc) and stent. About 75 % stenosis remained distal to the stent in lesion #7. However, the 75 % stenosis was very tiny, so the physician decided not to treat the site and left it as it was. The physician believes this might have been related to the event.

Manufacturer narrative:
The subject device was not returned for investigation. Therefore, a physical investigation of the device was not possible. The cause of the death could not be determined based on the information available. The physician believes the 75% stenosis that was left untreated might have been related to the subsequent occlusion and patient's death. There was no device malfunction reported on the ivl catheter. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Manufacturer narrative:
This supplemental MDR is being submitted to report new information received regarding concomitant devices as noted in section d10.